Event description:
According to the available information, an altis was implanted in (B)(6) 2024. The patient returned complaining of groin pain, dyspareunia and bleeding during intercourse. Upon examination it was noted that the patient had a mesh exposure. Mesh trimming was performed in the office and on pulling the mesh to being trimming, a portion of the mesh pulled out. The rest of the mesh was trimmed. The explanted portion of the mesh was from the patient's left side approximately 3-4cm in length.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of erosion, quality accepts the physician¿s observations of such as the reason for surgical intervention. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.